Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, however, based on additional review of the session records the intrinsic premature ventricular contraction may be cause the sensing anomaly.

Event description:
During follow-up, there were sensing events noted due to premature ventricular contractions. The device was successfully reprogrammed and the patient was in stable condition.